Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. The customer¿s blood glucose was 180 mg/dl at the time of incident. Customer reports they received failed battery alert. Customer reports they were able to clear the alarm. Customer states they was not able to rewind the insulin pump. Customer states the contacts on the battery cap were not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received constant no motor movement alarm during rewind due to corroded motor home switch. Unable to verify failed battery alarm due to constant no motor movement alarm.